Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Telephone number unknown. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported about an open reduction internal fixation (orif) distal femur surgery, performed by dr (B)(6) at (B)(6) hospital on (B)(6) 2017. Revision occurred on (B)(6) 2017 for open reduction internal fixation of open book pelvis performed using standard technique by specialist orthopaedic trauma surgeon. Infection is suspected so implants removed from the pubic symphsis. One screw broken, the rest were intact. Patient activity levels; weight bearing. This complaint is for the infection. (B)(4) is for the broken screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 02.100.016, lot number: 9897083, part manufacture date: 15-sep-2015, manufacturing location: (B)(4), DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm pubic symphysis plate 6 holes incl 2 dcp holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.